Manufacturer narrative:
Exemption number e2016004. (B)(4). Nakanishi is submitting two separate mdrs for this event because two handpieces might have been involved. This MDR is regarding the handpiece with the serial number (B)(4). Nam made the following attempts to obtain further information, including patient information, from the dentist, but no other information was obtained. On august 8, 2016, nam made a phone call to the dental office and left a voice mail. Nam sent a form qa-011 requesting the information by email. No reply was received. August 9, 2016, nam called the office and left a message for the dentist through a receptionist. At this time, nam confirmed that the office received the form sent on august 8, 2016. No response from the dentist was received. August 10, 2016, nam sent an email offering assistance with the form qa-011 and requesting to speak with someone to obtain the information. A contact person was offered. The contact person committed verbally to forward the requested forms. August 12, 2016, nam sent an email to the dental office offering assistance. No response. August 15, 2016, nam contacted the office and left a message for the contact person. No response.

Event description:
On august 23, 2016, nakanishi received an e-mail from a distributor (B)(4) about a handpiece overheating. Details are as follows. On august 8, 2016, (B)(4) was made aware of unconfirmed patient burn by the incoming service repair notes. The event occurred on (B)(6) 2016. A dentist was removing third molars from a patient's mouth using a handpiece, sgs-e2g. During the procedure, the patient's lip was severely burned. There are 2 possible sgs-e2g handpieces involved in the event (serial no. (B)(4)), but the dentist cannot identify which handpiece actually caused the event. With respect to the handpiece with serial no. (B)(4), the dentist felt the tip of the handpiece warming up while in use.

Manufacturer narrative:
On july 20, 2019, nakanishi was informed by the distributor (nam) that nam had taken the following actions as a part of the IFU recall activities. On december 13, 2018, nam sent the updated operation manuals that contain the detailed reprocessing method to the dental office to prevent the devices from overheating. On december 17, 2018, nam confirmed the receipt of the operation manuals by the dentist through usps certified receipt.

Manufacturer narrative:
Nakanishi referenced (B)(4) in the initial report, but the correct (B)(4) is submitting this correction.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the temperature of the operating device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject sgs-e2g device [serial number (B)(4) ]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no records indicating nakanishi (the manufacturer) repaired the device since the device was shipped. Nakanishi received the repair records from (B)(4), which included the detailed information about the repair (B)(4) carried out along with the repair test results that indicate the repaired device passed every test item. Nakanishi kept them in a file. Nakanishi conducted a visual inspection of the returned device. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then tried to set a test bur in the handpiece to perform a simple movement test, but the bur could not be inserted into the handpiece because the bur lock ring was completely stuck. Nakanishi washed the inside of the handpiece using nakanishi pana spray plus. Nakanishi observed dirt being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating the handpiece as defined in the operation manual, nakanishi again tried to set the test bur in the handpiece, but the bur lock ring was still stuck, and the bur could not be attached to the handpiece. Therefore, nakanishi was not able to perform a temperature measurement of the device at this point. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: - dirt on the bearing incorporated inside. - outer race coming off from the other bearing. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the damaged bearings and conducted temperature testing of the device in the following manner. Temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (80,000 min-1 for the handpiece), and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 80,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed no abnormal rise in temperature during the test period nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearings had been replaced. - test point (1): 44.1 degrees c. - test point (2): 41.6 degrees c. - test point (3): 40.3 degrees c. - test point (4): 41.9 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was damage to the bearings. The damage observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes dirt ingress into the bearing during rotation, leading to the damaged bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.